Manufacturer narrative:
Manufacturer's investigation conclusion: the reported backup battery fault alarms were confirmed via log file analysis. The heartmate 3 system controller (serial #: (B)(4) was returned for analysis, a log file was downloaded, and a log file was submitted for review. The log files spanned approximately 2 days (B)(6) 2022 per timestamp) and 3 days (B)(6) 2022, (B)(6) 2000 per timestamp. Events occurring on (B)(6) 2000 are from when the system clock was not set. On (B)(6) 2022 at 23:36:43 a backup battery fault alarm activated due to a failed load test. This alarm remained active until the final event of the submitted log file on 18oct2022 14:28:09. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold when being compared to the unloaded voltage. There were no other notable events captured in the log file. The pump appeared to function as intended. The system controller was tested and passed all stages of preliminary and functional testing without issue. The controller was able to operate on a mock loop for an extended duration with no issues. The reported alarm was not reproduced. The root cause of the reported alarm was unable to be determined in this analysis. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including backup battery fault alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(4) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a backup battery fault. The log file review confirmed emergency backup battery (ebb) faults beginning on (B)(6) 2022 due the ebb failing the load test. Tech service recommended to replace the controller when the patient was able to tolerate a pump stop for a controller swap. Additional information stated the battery was exchanged at the time of initial presentation and no subsequent alarms were reported between that time and time of system controller exchange. The controller was exchanged (B)(6) 2022 per recommendations of abbott; no subsequent alarms have been reported.